Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information on file for the reported event. The hospital biomed performed a checkout of the equipment and a review of the logs. The equipment was found to function within specification. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed for a bellows failure. There was no reported patient injury.